Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported two cables snapped during tensioning. Reportedly two 1.7mm cables snapped when being used with the cable tensioner in conjunction with the cable lock. The temporary tension holder, 391.883, 391.884, was unlocked while the cable lock instrument was locked. The cable was then tightened but snapped on both occasions during the same case. No further information was provided. This report is for a quantity of two (2) cables. This is 1 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Visual examination determined that the cables were uniform and did not contain damage or voids. The device was received intact, no apparent damage. Part number 298.801.01 lot number p130838 was manufactured by pioneer surgical technologies. The supplier performed a review of the returned product and found that the parts met specifications. See attached supplier response documentation. The supplier also confirmed that the DHR indicated that the parts passed specifications prior to shipment. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot p130838 revealed the 1.7mm cable with crimp 750mm-sterile was manufactured by pioneer surgical technologies. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). No non conformances were generated during production.